Event description:
During post-operative eval of a pt on 12/11/96, 6-7 weeks following cataract surgery using a device, the physician saw one piece of what looked like a metal fleck on the pt's iris. The pt is doing very well otherwise. No product will be returned for eval.